Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with a dialysis catheter. The customer reports that the catheter fell out and it did not have good adhesion to the cuff. Stitches were inserted during the initial device insertion, but were no longer there three weeks after when line fell out. Another dialysis catheter was inserted with no negative consequence. There was no patient injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.